Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor was leaking in a transportation bag. The seal on the bag was reported to be inadequate to contain the liquid leakage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph did not show any evidence of the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.